Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient refused to refill the pump because he "experienced withdrawals." The date of withdrawal was thought to be at the end of (B)(6). The patient thought he was having a catheter issue, but had refused medical care and would not return physician phone calls. The physician offered to perform a dye study, but the patient refused. The low reservoir alarm date was (B)(6) 2012. At the time of report, the pump was not alarming to the reporter's knowledge. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2008. Product type: catheter. (B)(4).